Manufacturer narrative:
The field service engineer (fse) inspected the analytical unit (au) assemblies for leaks, spills or damage and noted all assemblies were intact. The fse adjusted the ultrasonic voltages and performed high sensitivity (hs) lumwashson and hs inc52 with passing results. The fse then performed a 50-repetition precision test and noted a drift to the low end. The fse replaced the transducer and service loop tubing then performed transducer alignments and adjustments. The fse performed system check, 50-repetition precision test, and quality control (qc) to verify system operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the transducer being tip out of alignment. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00240.

Event description:
The customer reported falsely elevated troponin I (access® accutni) results, for three patients, involving the access® 2 immunoassay system. Two of the results were above the acute myocardial infarction (ami) limit. This report is two of two referencing the two patients on the event date noted. The original results were released from the laboratory and questioned by the physician. There was no patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on an alternate access® 2 instrument, generated lower results. The samples were collected in lithium heparin tubes without gel and centrifuged at 4,000 rpm (rotations per minute) for ten minutes, at room temperature. The samples were stored in room temperature then in refrigeration. The customer performed a 50-replicate precision testing utilizing level 3 qc material and noted results were low, out of specifications. The customer also noted excess foaming within the particle well following precision testing. No system error messages were observed. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.